Manufacturer narrative:
Patient visited the emergency room for a blister following a laser procedure. Treatment involved use error because the operator treated the patient with parameters/technique not per the clinical guidelines. The operator did not apply the correct laser wavelength settings for the patient's particular skin type. Device was not required for evaluation since the use error by the operator contributed to this event. Blisters are expected side effects from laser treatments, however this is reportable since patient had medical intervention. User error involved in event.

Event description:
Patient had medical intervention for a blister from a laser procedure.